Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent occlusion alerts with an infusion set, which resolved only after changing supplies, consistent with an obstruction of insulin flow at the connector/coupler. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a deformation-related issue causing obstruction of flow localized to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.